Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with cracked lens and corroded battery compartment. Event history log review was performed and found evidence of "cassette not attached properly" alarm displayed. Visual inspections and downstream occlusion testing were performed. The customer's reported problem "error wrong cassette" was unable to be duplicated. During investigation the pump accepted both standard and high flow cassette as expected. No action needed for primary issue, the investigation was unable to duplicate the cassette error. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed "wrong cassette" error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.